Event description:
Customer reported issues with the insulin pump. Customer states that the keypad is unresponsive. The blood glucose reading is 194 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to light moisture damage on the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device had missing end cap sticker, minor scratches on the lcd window, and cracked batter tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.